Manufacturer narrative:
Additional film evaluation summary: the cause of the unknown endoleak seen during implant could not be determined from the films provided. Twenty (20) still angio images during implant were reviewed. Final angio after all stent graft components were implanted and overlaps were ballooned, confirmed contrast outside the bifurcate. A localized area of contrast was seen primarily along the left side of the stent graft, near the top of the aaa sac, just outside the flow divider. With the catheter pulled down into the aortic body, contrast was again seen coming from the approximate same location; likely ruling out a proximal type I endoleak. There also appeared to be adequate component overlap, with a low risk of a type iii junctional endoleak. While it is possible that this was an acute type iii fabric endoleak, this appears more likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this potential type IV endoleak. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the cause of the unknown endoleak seen during final angio at implant could not be determined from the pre-implant films provided. Pre-implant (non-contrast) films noted that the patient had a 53mm max diameter infrarenal aaa; the films did not reveal any unusual anatomical findings. Films during implant and post-implant were not available for review, and the reported endoleak could not be assessed. A possible acute type IV blush endoleak would have likely been caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this potential type IV endoleak.

Event description:
Additional information received reported that the physician thought this was either a type iii fabric due to damage to the graft fabric or a type IV. It was noted that the endoleak did not appear to be a type ia, type ib, or a type ii.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during final angiogram an unknown endoleak appeared to be coming from the area of the flow divider. The unknown endoleak was viewed from several different angles and angiograms. The physician believed it could be either a type IV endoleak which may need to be relined and converted to aui or type IV leak which may resolve over time. The physician chose to end procedure and evaluate during follow up for future plan of action. The physician does not know the cause of the event. No clinical sequelae were reported and the patient will be monitored by the physician.